Event description:
Through implant patient registry, it was learned that the 23mm 11500a aortic valve was explanted after decannulation due to coronary artery occlusion. The explanted valve was replaced with a 23mm 11060a valved conduit. Per medical records, the aortic valve leaflets were excised and the annulus was debrided. The surgeon tried to fit a 21mm sizer, which was tight. It was decided to perform an annular enlargement with a pericardial patch. Then, a 23mm 11500a valve was selected and was implanted. The valve seated very well. The patient was weaned off from bypass, decannulation was performed, and protamine was given. At this point, it was observed that the patient became very hypertensive and the patient's hemodynamics became very unstable and patient had a cardiac arrest. The patient was quickly re-heparinized, re-cannulated, and bypass was restarted. Initial avr was complicated by a blockage of the coronary sinus, and tee showed global hypokinesis. Decision was made to remove the aortic valve and perform the bentall procedure. A pericardial patch was used to reconstruct the annular enlargement and a 23mm 11060a valved conduit was implanted. The device seated very well. The heart was arrested and the lv function improved. The rv function was fine, but continued to distend. At this point, nitric oxide was instituted and it was decided to convert the patient to ECMO and an iabp was placed for rv support. Products were administered. The patient was weaned off bypass and protamine was given. Satisfactory hemodynamics and hemostasis were confirmed. The patient tolerated the procedure well. Post operative course was complicated by coagulopathy, afib, poor neurological progress with two seizure like episodes, pneumonia, aki, hemorrhagic pe tension pneumothorax, and the need for multiple bedside mediastinal washout. The patient expired on pod# 7. There was no allegation of device malfunction by the physician.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. The root cause of this event was determined to be due to patient related factors (patient's anatomy). The subject device was not returned for evaluation as there was no allegation of device malfunction by the physician. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.